Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date reported only as (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was scheduled for a right distal tibial revision surgery on (B)(6), 2014 after a follow up x-ray revealed non-union, a broken plate, and 3-4 broken locking screws. The initial open reduction internal fixation (orif) of the tibia was performed in (B)(6) 2014. On (B)(6), 2014 a right distal tibial revision surgery was performed, all broken hardware was removed including a broken plate and 3-4 broken locking screws. The procedure was completed successfully with a 15-29 minute time reported to remove the old hardware. Patient outcome reported as surgeon revised to a hindfoot arthrodesis nail system. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported: I reviewed the complaint description and x-ray images. I can confirm plate and screw breakage can be observed. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: investigation summary completed on (B)(4) 2015. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. Plate as received consisted of a 10 hole 2.7 / 3.5mm va-lcp anterolateral distal tibia plate broken into two pieces through the variable angle portion of hole ch3. Scratching is evident along the entire top surface of the plate. All features that would have been a potential input to the plate breakage were verified using calibrated and approved gaging and found to conform. Using the niton xrfa03, the raw material was found to be (B)(4) stainless steel as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: investigational summary was conducted for the va distal tibia plate, it was received as complained in two pieces. The report indicates that: the plate likely failed under fatigue related to insufficient bone healing. However, there is insufficient information to determine the root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.